Event description:
It was reported that during an sigmoid procedure, the anvil fell off when dialing down the instrument. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device was dialed down fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape, the anvil was placed on the device completely, without any difficulties and did not fall out. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.